Event description:
It was reported that post implant on (B)(6) 2025 the patient had hematoma. As a result, surgery was undereaten on (B)(6) 2025 in attempt to resolve the hematoma but was unsuccessful. A second surgery was performed on (B)(6) 2025 which resolved the hematoma, effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.